Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving fentanyl (2000 mcg at 799.34949 mcg/day), bupivacaine (20 mg at 7.99349 mg/day) and morphine (8.8 mg at 3.51714) via an implantable pump for unknown indications for use. It was reported that the patient missed pump fill and pump went dry. The patient was been admitted to hospital with withdrawal symptoms and suspected myocardial infarction. They were managed on oral and IV medications in the hospital and the pump was filled in the clinic. At a follow up appointment the patient admitted to experiencing nausea that resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.